Manufacturer narrative:
(B)(4). Batch # n91308.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used to clip the duct. Surgeon states that clip did not compress completely. Several clips were used before a correct clip was deployed. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n91308. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.